Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no data transmission a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the scope error e315 was due to no image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope had scope error e315.the issue was found during inspection for use. There were no reports of patient involvement.